Event description:
Whilst lowering pt into the chair the safety clip on sling, (left side leg), had unclipped itself and pt knocked her left shoulder on back of the chair. Doctor examined the pt that had no injures. MFR ref #9611530-2013-00035.